Event description:
It was reported that when trying to activate the safety mechanism the arm disengaged and fell off with a bd syringe 3ml ll w/ndl eclipse 23x1 rb. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that the nurse attempted to activate the safety mechanism and the arm disengaged from hinges and fell off.

Manufacturer narrative:
H.6. Investigation summary: one representative sample was received by our quality team for evaluation. Upon visual inspection, there was no deformation or damage observed on the hub or safety shield. There was also no breakage on the safety lock pin. The sample was subjected to roundness measurement and the results met the requirements. It was also subjected to the eclipse safety shield inspection to check for hub hook breakage or safety shield fall off / break off and the sample passed the inspection. Based on the sample passing visual inspection and testing the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. No probable root cause could be established as the investigation revealed no abnormalities associated with the tested sample and the tested sample passed the inspection. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. PMA / 510(k)#: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when trying to activate the safety mechanism the arm disengaged and fell off with a bd syringe 3ml ll w/ndl eclipse 23x1 rb. The following information was provided by the initial reporter: (2 of 2 complaints.) It was reported that the nurse attempted to activate the safety mechanism and the arm disengaged from hinges and fell off.